Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "cloudy " was confirmed. According to henke: this scope was received on (B)(6) 2026, evaluated as a level 2, scratches and knicks at the distal, damage to the distal fibers, particulates in the system, loose prism lens and broken internal optics. No discrepancies found on the DHR. The damages to the product were caused by customer use/handling the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the scope was cloudy.

Event description:
It was reported that the scope was cloudy.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.